Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer's mother stated that she could not get the customer's blood glucose levels under 600 mg/dl. She was unsure of the cause of hospitalization and observed that the customer was not feeling good; the customer's doctor was then contacted regarding high blood glucose. The customer had been wearing the insulin pump at the time of admittance. The caller declined troubleshooting. Nothing further reported.